Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. These were considered to be normal and expected. The header of the pacemaker was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker¿s memory content was analyzed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient experienced atypical stimulation in the pocket and diaphragmatic areas during magnet placement, and all pacing modes. A chest x-ray showed no issues and the leads were pacing and sensing appropriately with good thresholds. The stimulation was present at maximum voltages and could not be relieved until complete loss of capture was present in both leads. The physician capped the rv lead and placed a pacing lead in the septal wall on (B)(6) 2014. There was no diaphragmatic simulation visible on fluoroscopy at maximum outputs and there was no visible movement of the chest or pocket with this new lead. However, the next day, the patient began having symptoms again, although no diaphragmatic stimulation was noted under fluoroscopy. The physician replaced this device on (B)(6) 2014. When the new device was placed symptoms were not visible at maximum outputs. On (B)(6) 2014, it was noted that symptoms resumed.